Event description:
An impella 5.5 device was inserted surgically into the left artery in a 70-year-old male patient in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and mitral valve repair/replacement. While the patient was in the intensive care unit (ICU), there was no heparin given due to thrombocytopenia. After eight days on support, the device was successfully weaned. The post-procedure is survived at explant. While on support, the impella functioned at p-5 at 3.3l/min as intended with d5w sodium bicarbonate in the purge solution. High-risk surgeries require intense blood thinners, increasing the risk of thrombocytopenia.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial, catalog, primary UDI number). Upon review, the section d brand name, primary UDI, catalog and serial number have now been updated. Corrected information was provided in e1 (initial reporter state, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h6 (component code, type of investigation). Upon review, it was identified that it was inadvertently omitted from the previous report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative.

Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use as noted: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that roughly six days into impella 5.5 support, heparin was stopped due to the patient experiencing thrombocytopenia. No additional intervention was required and support continued uninterrupted.